Event description:
A caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue earlier by changing out the cartridge and continued priming until they saw a drop of insulin at 40 units. A goodwill replacement was requested. Later, the caller followed up indicating that load issues persisted, and it was clarified that changing cartridges may be necessary to resolve these issues.